Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable had bent pins.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bent pins was not confirmed; however, the reported event of damage to the patient cable was confirmed. The mpu was returned to the edc belgium and was evaluated and tested. The mpu booted up as intended and the old software version was shown. The patient cable was replaced, and preventative maintenance and a safety test was performed per procedure. The system was upgraded to software version 1.02 and the mpu was cleaned and all old labels were performed. The patient cable and mpu battery door was forwarded to mcs burlington ppe for review. There was slight damage to the battery door. The patient cable had no bent pins, but cosmetic damage to the silicone cable jacket was noted along the length of the patient cable. The patient cable was connected to a test mpu and system controller and was able to function as intended. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.